Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on november 5, 2012 and november 6, 2012, respectively, with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter read inaccurately low compared to her feelings/ normal blood glucose results. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The alleged issue began on the morning of (B)(6) 2012. The patient reportedly woke up that morning and ate breakfast as usual. The patient obtained a blood glucose result of "103 mg/dl" with the subject meter. The patient manages her diabetes with insulin (type/ amount not specified). That morning, the patient administered her usual dose of insulin. A couple hours after, the patient claims she felt symptoms of hands tingling and blurry vision which she associated with high blood glucose. The patient's reported symptoms prompted her to retest her blood glucose. The patient obtained a blood glucose of "109 mg/dl" with the subject meter. The patient drank water and exercised as treatment. The patient reportedly felt better about an hour after that. At the time of troubleshooting, the customer care advocate (cca) noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.